Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that during the implant procedure, the physician experienced some difficulty in getting appropriate measurements from the right ventricular (rv) lead. However, once the physician found a suitable position for the rv lead with good measurements and connected the rv lead to the device, loss of capture was observed. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the physician experienced some difficulty in getting appropriate measurements from the right ventricular (rv) lead. However, once the physician found a suitable position for the rv lead with good measurements and connected the rv lead to the device, loss of capture was observed. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no adverse consequences.